Manufacturer narrative:
H.6. Investigation: five samples were returned to our quality engineer for investigation. Through visual inspection, the stopper is noted to be disassembled from the plunger in two of the samples and there is a leakage observed in the remaining three products evaluated. All samples were disassembled for additional inspection, no damage or molding defect was identified that could have contributed to these failures. A device history review was performed for the reported lot 1903256, no deviations or non-conformances were identified during the manufacturing process that could have lead to the leakage reported. One annotation was noted that could be related to the detached stopper. A failure was detected in the plunger feeder station during assembly. This failure could lead to improper alignment of the plunger/stopper to the barrel, resulting in the detached stopper as seen in the product reported. Once detected, the issue was corrected by our mechanical team. Ten retained samples of the lot 1903256 were then used for additional testing. The product was visually inspected, no defects or damage was noted, and no leak was identified. Based on our investigation we cannot identify a root cause related to the manufacturing process for the leakages observed. The disassembled stopper was determined to have occurred as a result of improper alignment of the plunger/stopper to the barrel during assembly. H3 other text : see h.10.

Event description:
It has been reported that the bd plastipak¿ 50ml luer-lok syringe has been found with detaching plungers and leakage past the plunger. The following has been provided by the initial reporter: the department returned other incriminated syringes with either the piston that detached from the black seal or the product passing through the seal. After discussion with the service, the problem does not arise specifically during the preparation of a particular product. The incriminated devices have been retained and still concern the same lot number 1903256.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd plastipak¿ 50ml luer-lok syringe has been found with detaching plungers and leakage past the plunger. The following has been provided by the initial reporter: the department returned other incriminated syringes with either the piston that detached from the black seal or the product passing through the seal. After discussion with the service, the problem does not arise specifically during the preparation of a particular product. The incriminated devices have been retained and still concern the same lot number 1903256.